Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported physical damage, receiving replace battery alert/ replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Replace battery alert was found on: 11/02/2024 07:09:00.000 low battery alert was found on: 10/29/2024 13:22:00.000 11/01/2024 22:54:00.000 insert battery alarm was found on: 10/29/2024 17:08:07.000 11/02/2024 07:10:59.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 04-nov-2024 at 7:36:58 pm. There was no power data available for the date of 29-oct-2024 and 02-nov-2024. Unable to check power data for low battery alert and replace battery alert. In further checking of the pump history records: battery cycle 20.0 received the lowbatteryalert (104) on 11/01/2024 22:54:00 faster than expected at 3.24 days. Battery cycle 19.0 received the lowbatteryalert (104) on 10/29/2024 13:22:00 faster than expected at 3.31 days. Battery cycle 18.0 received the lowbatteryalert (104) on 10/26/2024 05:17:00 faster than expected at 3.51 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 04-nov-2024 in the formatted history file. Sensorexpiredalert (794) was found on: 11/01/2024 16:25:15.000 lostsensor1alert (780) was found on: 10/29/2024 03:01:00.000, 10/29/2024 03:11:00.000 10/30/2024 02:01:00.000, 10/30/2024 02:11:00.000 10/30/2024 04:57:00.000, 10/30/2024 05:07:00.000 10/30/2024 22:26:00.000 10/31/2024 02:13:00.000, 10/31/2024 04:31:00.000 10/31/2024 09:26:00.000, 10/31/2024 13:21:00.000 11/01/2024 00:01:00.000, 11/01/2024 00:11:00.000 11/01/2024 04:57:00.000, 11/01/2024 06:06:00.000 11/02/2024 21:07:00.000, 11/02/2024 21:38:00.000 11/03/2024 02:38:00.000, 11/03/2024 10:10:00.000 11/03/2024 10:20:00.000 11/04/2024 10:21:00.000, 11/04/2024 10:31:00.000 11/04/2024 21:17:00.000 pump error 61 (stuck key alarm) was found on: 10/29/2024 17:06:56.000 unable to test for sensor expired alert, lost sensor alert and pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. Sensor expired alert, lost sensor alert and pump error 61 (stuck key alarm) were unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 11/06/2024 14:08:01.000 and 11/06/2024 14:18:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the battery compartment down to the bottom of the pump during analysis. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Customer alleged for unexpected battery power loss was confirmed according in the pump history records due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.